Manufacturer narrative:
Common name: dislodger, stone, basket, ureteral, metal. Product code: ffl. (B)(4). PMA/510(k) #: exempt. Investigation - evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the nforce nitinol helical stone extractor's open and close function was not working. A new extractor was opened to conclude the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.